Event description:
Per the clinic, the patient experienced skin overgrowth around the implant site. The patient was seen in the or on (B)(6) 2012, to exchange the abutment for a longer model. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.